Event description:
It was reported that the cloverleaf bending feature of the device broke off. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. A tooth has broken off. The bending pliers which are the subject of this complaint were sent for closer examination to the manufacturer. The results of this examination have now confirmed that the pliers were manufactured in july 2011 according to specifications. The hardness parameters measured lie within the required tolerance margins. The breakage surface also revealed nothing unusual. There is no product error in evidence. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. An examination of the relevant raw materials test certificate has not revealed any deviations with respect to material analysis, consistency, and structural stability. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Unfortunately the exact cause of damage was unable to be determined. A material or manufacturing error, however, can be ruled out and the complaint condition is due to an unknown cause.